Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with iritis and severe dryness in both eyes (ou) at a post op exam on (B)(6) 2017. The date of treatment was (B)(6) 2017 and the date of discovery was (B)(6) 2017. The patient had commented on extreme acute photosensitivity and reported pain ou. Topical steroid dosage was increased to resolve the symptoms. The surgery center indicated the symptoms were resolved on (B)(6) 2017. At a later post op exam on (B)(6) 2017, the patient was dilated to minimize the ciliary spasms causing the eye pain and pred forte was prescribed as treatment every hour for both eyes. The patient has been referred to a specialist for further evaluation and a second opinion. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -4.75 x -2.50 x 0; left eye pre-op 20/20 -4.75 x -2.25 x 176.